Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Monitor cable was returned to the manufacturer for analysis. Analysis found an open at pin 15. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
Medtronic received information regarding a navigation system outside of a procedure. It was reported that the monitor was displaying a purple hue that would come and go as the monitor's position was adjusted. There was no patient present when this issue occurred.